Manufacturer narrative:
No product will be returned per customer. The customer provided a picture of the primary set and secondary set spiked into IV bags. However, a backflow cannot be confirmed based on the picture received. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an unspecified secondary infusion was observed to flow into the primary infusion. There was no patient harm.